Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located at the account in room ER 6. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found all four brake casters not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their bed. The tech replaced the casters to resolve the issue. Based on this info, no further action is required.